Event description:
The customer reported that the temperature probe gave a false measurement.

Manufacturer narrative:
The customer report that the temperature probe gave a false measurement resulting in inaccurate treatment. The probe was received at philips for evaluation. Physical damage was noted, i.e, the outer cover of the temperature probe had been stretched beyond the tip of the probe 1.5 inches, which could result in false readings due to inaccurate placement of the probe. We cannot determine if the probe was damaged prior to, during or after this incident. Based solely on the customer's report, we are considering this a malfunction. We cannot determine the cause since the probe arrived in a damaged state.